Manufacturer narrative:
Summary of investigation: there is a previous complaint of this code-batch regarding the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. However, considering that there is a previous confirmed complaint of this code-batch for the same issue (needle detachment), we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open samples received in the previous complaint showed that the needle escaped from the thread. Final conclusion: although no samples have been received for analysis, taking into account that there is a previous confirmed complaint for this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that for product c2022014, batch 3525j8, it was found that the needles on the thread are either not reinforced or insufficiently reinforced. The customer has placed three packaging units of this product under quarantine. It was found prior to use; there is no patient involvement. No additional information was provided.